Event description:
The consumer reported a mold smell coming from the unit and believes the mold has caused an illness in family members. The proper use instructions provided with the unit state the unit needs to be cleaned regularly to prevent mold growth.